Manufacturer narrative:
Device evaluation: returned device was received in used condition with no water on the pilot balloon. During the evaluation of the device the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. No discrepancies were found in the returned sample, was inflated per more 48 hours no discrepancies were found.. The customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the customer found water in the pilot balloon, which caused the cuff's air pressure to fluctuate. No patient injury occured as a result.